Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery, they noticed, damaged lens its inserter did not allow its intraocular insertion. There was no patient contact or impact. Symptoms resolved. Additional information has been requested.

Event description:
Additional information has been requested and received stating that the procedure performed was phacoeresis.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).